Manufacturer narrative:
Lot number is not currently available for this event. Request sent to site for lot number, no response to this request to date. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event. Jada was used as a treatment intervention with a patient experiencing severe pph that uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." Additional warnings provided on the jada labeling state that "failure to improve indicates the need for reassessment and possibly more aggressive treatment and management of pph" and "jada is not a substitute for surgical intervention and fluid resuscitation of life-threatening pph." The serious injury in this case were the medical and surgical interventions of bakri, laparotomy, modified b-lynch hayman, hysterectomy, and transfusion of blood products after jada treatment. The above noted medical and surgical interventions were performed to treat a life-threatening condition and/or to preclude permanent impairment of a body function or permanent damage to a body structure. This condition pre-existed the use of jada. In this case, pph was not controlled by the jada system and escalation of care to a hysterectomy was necessary. We are reporting this event as a MDR as we cannot rule out the failure of the jada system to control her pph contributed to the need for the post-jada medical and surgical interventions.

Event description:
In response to the question on the (B)(6) study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." The patient was treated with bakri, modified b-lynch, massive transfusion protocol and hysterectomy after jada treatment. The subject of this report is a (B)(6)-year-old woman, race reported as asian, g2p1, no prior history of postpartum hemorrhage (pph). She has a medical history of chronic hypertension (htn), gestational hypertension and was diagnosed with gestational diabetes during this pregnancy. She presented for an induced delivery of a singleton at 39.3 weeks and received oxytocin for (10) ten hours for augmentation of labor. On admission, her height was noted as 62 inches, weight (B)(6) lbs., bmi 29.10, and hemoglobin (hgb) 9.7 g/dl. Her hgb at discharge was noted at 9.3 g/dl. She received an epidural for labor and birthed via vaginal delivery a 3680 g infant. The subject was noted to have pph related to uterine atony and retained placenta after delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to the attempt at jada insertion, the patient received carboprost and misoprostol. The patient's cumulative estimated blood loss at the time of jada insertion represented pph, reported at a loss of 1000 ml. Jada was noted to be inserted on (B)(6) 2021, in the labor & delivery unit, 1.13 hours after placenta delivery and the in-dwelling time of jada was noted as 25.2 minutes. After the jada was placed, the cervical seal was filled with 120 ml and then an additional 30 ml was added for a total of 150 ml of sterile fluid. Correct placement of jada was verified by sonogram. Minimal output was noted in the canister when jada was attached to suction. The patient was observed to be bleeding "around the jada." The total amount of blood collected in the jada canister was noted as "unknown" and estimated blood loss was reported as 1500 ml prior to jada removal. The patient was transferred to the operating room (or) where jada was removed. The patient's uterus was then explored, and placenta membranes noted and removed. Massive transfusion protocol was started, and bakri placed. Continued bleeding was noted over the bakri, laparotomy performed, and modified b lynch-hayman was performed. The patient continued to bleed, a hysterectomy was performed, and the patient's bleeding was then successfully controlled. The total cumulative blood loss for this event was reported as 4866 ml. After jada treatment, the patient received packed red blood cells (prbc) (14 units), platelets (3 units), fresh frozen plasma (9 units), and cryoprecipitate (2 units). The patient was also reported as having received one dose of carboprost after jada treatment and a postpartum antibiotic (invanz 1000mg). On (B)(6) 2021, the patient had an acute drop of her hemoglobin and hematocrit that required treatment with additional prbcs and transfer to sicu for treatment of htn with labetalol and procardia. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "yes". The start date for the sae was (B)(6) 2021, and briefly described as an emergency hysterectomy. The resolution date was (B)(6) 2021, with the resolution description noted as bleeding controlled. The site noted the sae determination as resulting in permanent impairment or a body function or permanent damage to a body structure. The sae was noted as not related to the jada device or procedure and an unanticipated event.